Event description:
It was reported that the patient received a replacement of an ams700 inflatable penile prosthesis pump and reservoir due to a rupture on the pump and fluid loss. Another pump and reservoir were implanted to complete this surgery. No patient complications were reported in relation to his event. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed. Additional information received that there was no issue with the reservoir although there was blood within the system. The reservoir needs to be replaced for proper functioning without any blood or air inside. Additional information received that the post-operative patient health status is stable and the patient is satisfied with the result.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The pump failed the deactivation test and deflate test the event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. 72404155. 584244013. Reservoir 65 ml pc/iz. The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient received a replacement of an ams700 inflatable penile prosthesis pump and reservoir due to a rupture on the pump and fluid loss. Another pump and reservoir were implanted to complete this surgery. No patient complications were reported in relation to his event. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed.

Event description:
It was reported that the patient received a replacement of an ams700 inflatable penile prosthesis pump and reservoir due to a rupture on the pump and fluid loss. Another pump and reservoir were implanted to complete this surgery. No patient complications were reported in relation to his event. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed.

Manufacturer narrative:
Additional information received that there was no issue with the reservoir although there was blood within the system. The reservoir needs to be replaced for proper functioning without any blood or air inside. The post-operative patient health status is stable and the patient is satisfied with the result.